Event description:
The customer stated that the insulin pump alarmed no delivery. The reported blood glucose reading at the time of the phone call was 247 mg/dl. During the phone call, the customer stated that she had been hospitalized previously due to hyperglycemia. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime and high pressure tests passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.